Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported unintended movement associated with clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a pre-existing flail. A mitraclip xt was prepared per the instructions for use (IFU), inserted, and placed on the mitral valve. However, during the pullback of the actuator knob, the clip arms opened to approximately 45 degrees. The clip was deployed and stable on the leaflets. The mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.